Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the ccd (charge-coupled device) and cable unit are defective. Therefore, it is likely that the ccd-unit was failing, so the image disappeared and the scope communication error (e311) occurred. The following verbiage was identified within the instruction manual for precautions against frozen or lost endoscopic images: "never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted, there was a complete loss of image due to a defective camera cable, including a charged couple device sensor failure. Additionally, scrape marks were noted on the surface of the cable, and the cable was also pierced. Deposits of rust were discovered while checking the condition of the sensor. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned the olympus hd autoclavable camera head because of an unspecified image issue. During the incoming device inspection, a complete loss of image function was noted. This report is being submitted to capture the loss of image noted during the device inspection. There was no patient harm or consequence reported as a result of this event.